Event description:
A report was received that the patient had her precision system explanted due to pain and loss of feeling in her legs. The physician's assessment revealed that a small hematoma in the epidural space was pressing the paddle lead into the spinal cord, causing the pain and temporary paralysis. After the explant, the patient is able to feel her legs and walk. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be returned at bsn as they were discarded at the medical facility. This is the final report.